Event description:
The customer reported a ventilator's touchscreen could not be calibrated, therefore, the customer has requested onsite service to repair the device. The customer reported the device issue was found during setup. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. The customer has been provided with an onsite repair quote and the quote is currently pending approval. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.